Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient ((B)(6) height 164 cm). She was injected with a total of 0.1 ml of radiesse, for chin augmentation. The patient was injected supra-periostaly into one injection point, using a 27g needle. According to the glogau classification, the patient was in group iii. She had no aesthetic treatments in the past. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. On (B)(6) 2021, after the radiesse injection, the patient experienced pain in the chin, and tongue root pain. As corrective treatment the patient received trental, actovegin, intramuscularly 2 ampules of dexamethasone and desinfiltral 3 ml every 2 hours. She also received intramuscular ceftriaxone 1 g plus 100 ml of sodium chloride by drop no 5 once a day, and hyperbaric oxygenation no. 10 (as reported). The patient was not hospitalized. The outcome of the events was reported as resolved, on (B)(6) 2021. In the opinion of the reporter, the events were of severe intensity, not life-threatening, not permanent and related to radiesse. Follow up information was received on 04-mar-2022: this case was upgraded to serious. The patient was injected with radiesse, into the face, for decrease in skin elasticity, loss of volume of the middle third of the face (cheek-zygomatic area) displacement of the nasolabial buccal fat pad, displacement of the medial buccal fad pad and fuzzy facial oval (as reported), on (B)(6) 2021. Batch number was reported as a00022330. The batch record review was received and the lot number for radiesse was confirmed as a00022330 (expiry date 05/2023). A lot search in the global safety database was conducted. The patient had no prior aesthetic injections. She was not vaccinated. As reported, the patient had a medical history. Allergies and concomitant medications were reported as none. The outcome of the event remained unchanged. In the opinion of the reporter, corrective treatment was deemed necessary to prevent permanent damage.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event pain in the chin and tongue root pain (pt: injection site pain), meets the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant, lot number a00022330, was reviewed. A lot search was conducted, and no other similar events were noted. No nonconformance's were noted.